Manufacturer narrative:
D9: device has been returned for analysis but remains under investigation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not open during progressive firing done by second operator. At a second attempt after first firing, the stent did not open once more. The procedure was completed with a different lot. No clinical imaging or videos of the procedure were available. The product was inspected for damage before use, including assessment for kinks, and no damage was identified. The target location was the biliary tree. A dwg 0.035-inch cook medical wire guide was used. The zip port was facing upwards and slightly curved when backloading the wire guide. A duodenoscope with a 4.2 mm working channel was used during the procedure. The patient did not exhibit difficult anatomy. The stricture measured 2 mm in diameter and 2 cm in length. The stricture was not dilated before stent placement, and no assessment was carried out to determine the necessity of pre-dilation. The safety wire was not removed. No resistance was encountered when advancing the wire guide to the target location; however, resistance was encountered when advancing the delivery system to the target location. When resistance was felt, the physician changed the axis to address the resistance encountered. The elevator position was open during advancement and remained open during attempted deployment. The directional button was not pressed during use. The yellow marker was kept in view during attempted deployment. No stent had been previously placed at the same or adjacent location. Part of the stent did contact the patient¿s anatomy when the complaint occurred. The procedure was completed using another device. No adverse effects to the patient were reported as a result of this occurrence. No other defects, other than the complaint issue, were observed on the device.